Event description:
It was reported that the caller experienced a 10-minute discrepancy between the displayed and actual time on their device, which led to adjustments in the device settings. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer service team assisted the caller in updating the time on their device, and the caller was advised to monitor and follow up if the issue recurs. The caller understood and acknowledged the instructions provided.